Event description:
As reported, the sealant (peg) of a 6f-12f mynx control venous vascular closure device (vcd) came out with device on the atraumatic tip after deployment. Hemostasis was achieved by manual compression. The product was properly stored and opened in a sterile field. The device storage temperature did not exceed 25°celsius. The sealant was removed from the venotomy and seemed to stick to the device, coming out on the atraumatic tip. Button #1 was fully depressed, the balloon was fully deflated, button # 2 was fully depressed, and no resistance was noted during the use of the device. A 10f non-cordis sheath was used. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. The mynx vascular closure device (vcd) was used in an atrial fibrillation ablation procedure with an antegrade approach. The deployer was in training with the mynx device. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant (peg) of a 6f-12f mynx control venous vascular closure device (vcd) came out with device on the atraumatic tip after deployment. Hemostasis was achieved by manual compression. The product was properly stored and opened in a sterile field. The device storage temperature did not exceed 25°celsius. The sealant was removed from the venotomy and seemed to stick to the device, coming out on the atraumatic tip. Button #1 was fully depressed, the balloon was fully deflated, button #2 was fully depressed, and no resistance was noted during the use of the device. A 10f non-cordis sheath was used. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. The mynx vascular closure device (vcd) was used in an atrial fibrillation ablation procedure with an antegrade approach. The deployer was in training with the mynx device. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2503801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inaccurate placement complete" could not be evaluated. Without the return of the device and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Handling factors are possible since the deployer was still in training with the mynx venous vcd. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button # 1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.